Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-5. Sometime post op it was reported that the patient underwent a revision surgery to extend the construct from t10-s2. It was reported that the set screw could not be broken off during final tightening. The surgeon decided to leave the set screw in place without breaking off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.